Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that she tried to calibrate and the numbers on the screen of the insulin pump started scrolling. Customer removed and reinserted the battery and received a button error alarm. Blood glucose value was 163 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.